Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the pump module area of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. It was reported that fluid was observed on the exterior of the cassette and cassette module of the cycler. The patient contact additionally reported that holes were observed in the cycler cassette tubing. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient will be returned for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the pump module area of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. It was reported that fluid was observed on the exterior of the cassette and cassette module of the cycler. The patient contact additionally reported that holes were observed in the cycler cassette tubing. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient will be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was returned to the manufacturer, a physical evaluation was performed. The sample was received without original package and a disinfection and visual inspection were performed to the complaint product sample. During the disinfection, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope three tears in the film was found. This kind of damage could have the following causes: pump door is sharp pr closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.